Event description:
The patient reported feeling a "shock or kick" the lower left rib cage. The patient's physician was contacted and the patient had diaphragmatic stimulation. The left ventricular lead was programmed off, but the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (B)(6) 2013. (B)(4).